Event description:
Per the clinic, the patient developed infection at implant site (specific date not reported). Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.